Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a broken ground case wire. (B)(4). Complaint was received with return of the device. Failure (event) observed during analysis.